Event description:
It was reported the pt experiences warmth at the ipg site regardless of stimulation and stated the ipg is getting very hot. The pt denied experiencing warmth while charging. The pt cancelled the follow-up appointment with the sjm representative. There is no additional info at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.